Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had a urinary tract infection prior to the implant and believed had already been cleared up but unsure now. Furthermore, the patient had scratched and picked at the incision site and that could have contributed to the infection. There were no additional adverse patient effects reported. The ra lead was explanted.